Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2013 according to the complainant, during polypectomy, the metal wire inside the catheter near the handle of the device melted the plastic catheter. The generator used was a higher wattage than usual but not excessively high. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.